Event description:
A phone call was received of a patient reporting to have undergone a greenlight procedure. The patient reported to have experienced an infection (unknown type) post removal of the catheter and was hospitalized for 3-4 days. The patient continues to experience a burning sensation and has scheduled follow up appointments with his primary care physician and urologist. No further information is available.